Manufacturer narrative:
H3, h6) a software analysis was performed. The logs were analyzed and and it was observed that site used the medtronic imaging system's exam to perform navigation and from the the exams shared it was observed that there was an implant placement done which would mostly involved movement. There was insufficient information to determine root cause of reported behavior. Previously reported code, d15, is applicable as well as newly reported codes, b01, and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a procedure. The inaccuracy was noted using all instruments (~4-5 millimeters (mm) lateral). No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was done, another spine was performed and the issue was unresolved. The site used a second manufacturer navigation system and the issue was resolved.